Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. The episode showed t-wave oversensing. It was noted the patient had received an inappropriate shock in (B)(6) 2023 where oversensing and undersensing were reported by the health care professional (hcp). The device had been reprogrammed from primary to secondary after the first inappropriate shock. A request was made for technical services to review the current shock episode and provide programming advice. No adverse patient effects were reported. The device and electrode remain implanted and in service. Technical services reviewed the available episodes and data, and recommended performing an exercise test to see if the morphology change could be reproduced. It was also recommended to evaluate the alternate vector, and determine if there had been any changes with the patient's condition or compliance with rate control medications, as there had not been any episodes in over a year. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.